Event description:
It was reported that a patient underwent a pelvic floor repair procedure on (B)(6) 2004. The patient experienced pain and erosion after the surgery. There was no additional information provided.

Manufacturer narrative:
Corrected narrative: it was reported that a patient underwent a sling procedure on (B)(6) 2004. The patient experienced pain and erosion after the surgery. Removal of the mesh was recommended, due to pain, dyspareunia, bleeding, infections and incontinence. There was no additional information provided. (B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced urinary frequency, nocturia, and urgency. It was reported that patient underwent mesh excision on (B)(4) by (B)(4)due to mixed urinary incontinence, pain secondary to prior stress incontinence procedure, dyspareunia, and grade 3 rectocele at (B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.